Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5cm cut line. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the transection of stomach during a laparoscopic subtotal gastrectomy with gastro-duodenostomy, the surgeon tried to transect the stomach with a powered handle and a new reload after succeeded in doing duodenum on the first reload and powered handle. The surgeon pushed the toggle button to fire the staples, after pushing the green safety button, the blade got stuck at one-third phase of firing process. The surgeon tried to push down the toggle button two times more, however, the blade did not move at all. In addition, the jaws of the device locked on tissue but was removed out of the patient¿s abdominal cavity by pushing the toggle button to retract the blade of the reload. Another reload was used to complete the case. There was no patient injury.